Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field.(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® plus plastic citrate tubes are overfilling and underfilling. There was no report of exposure, serious injury, or medical intervention.

Event description:
It was reported that bd vacutainer® plus plastic citrate tubes are overfilling and underfilling. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode underfill with the incident lot was observed. Based on evaluation of the customer photos, the customer¿s indicated failure mode for overfill with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. For underfill. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for underfill with the incident lot was observed. Further investigation has been initiated through a CAPA. The investigation is still on-going, and improvements will be made as the potential causes are identified. Based on evaluation of the customer photos, the customer¿s indicated failure mode for overfill with the incident lot was not observed. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified.